Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was mildly calcified lesion with 99% stenosis. During the inflation of the esprit, the balloon ruptured at 4-6 atm. It was thought that the rupture occurred due to the calcification. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info, however, the device was not returned to abbott vascular for analysis. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the treated lesion was mildly calcified, which could have contributed to mechanically damaging the balloon material such that upon inflation, it ruptured. However, without a returned device for analysis a definite root cause for the balloon rupture cannot be determined.